Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred once the customer started using apidra insulin in their cartridge. Tandem technical support (cts) advised the customer that apidra was contraindicated to be used with the pump and suggested the customer to speak with their healthcare provider regarding different types of insulin that are indicated for use with the pump. The customer experienced elevated blood glucose (bg) levels in the 200's mg/dl range. A correction bolus was delivered and a manual injection was administered to address the bg levels. Supply changes would be performed to resolve the occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.